Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that body fluid, residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. Users can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system -inspection of the air-feeding function -inspection of the objective lens cleaning function users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use (IFU): "·reprocessing manual_ precleaning the endoscope and accessories_ preparation -warning: immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution remove detergent solution from all channels presoaking the endoscope -if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. " olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that when preparing the subject device for use, the evis exera iii gastrointestinal videoscope would not insufflate. Another similar device was used to complete the procedure without delay. There was no report of patient or user harm due to the event. The device was sent to an olympus service center for evaluation. Upon inspection and testing of the device, the air/water channel was found to be clogged with foreign material, confirming the reported insufflation issue. In addition, the nozzle unit was also clogged. This report is being submitted for the reportable malfunction (channel and nozzle clogged with foreign material) found during the device evaluation.

Manufacturer narrative:
During device inspection and testing, service also found that the insulation resistance value at the distal end does not meet the standard value due to a scratch on the adhesive rubber. The objective lens and light guide lens were cracked, and the adhesive around the lenses was worn. The insertion tube and universal cord protective coating were buckling, and the plug unit was damaged. The control cover showed a burned area. Additionally, several of the device components were observed to be scratched, dented, shaved, and discolored, demonstrating wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.